Manufacturer narrative:
Per customer, qc was acceptable prior to and after the event. Lithium was being run in random access mode and per customer, no other analytes or samples were affected. No other results have been questioned by physicians to date. A field service engineer (fse) was dispatched: the fse replaced the sample probe, because it was observed to be very dirty. The original sample was then rerun and duplicated the 0.51 and 0.52 mmol/l results run prior to replacing the sample probe. Sample probe has been returned to bci for investigation. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci), regarding elevated lithium results generated by the synchron lx20 pro clinical system for one pt. Customer indicated that one lithium pt sample yielded a result suppressed and substrate depletion error flag. Customer performed an off-line dilution of the original sample using both saline and distilled water. Results obtained were 0.96 and 0.94 mmol/l. The results were not reported out of the lab. Customer reran the original sample neat and with a x 2 dilution of lithium free serum yielding results of 0.51 for neat sample and 0.52 mmol/l for diluted sample. Treatment was not initiated or withheld, as the results were not reported out of the lab.